Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarms noted. Moisture damage was noted on lcd board and mother board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the button error alarm. Customer's blood glucose level was 600 mg/dl. She treated her blood glucose level with a manual injection and insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.